Event description:
The battery eroded out of the patient¿s skin, so it was uncomfortable. The issue was at the device pocket. They tested for infection but found nothing. It was decided to explant to be safe. The patient did have good therapy from the system. There was no alleged product issue. No diagnostic testing or troubleshooting was required. The patient was alive with no injury. A week after explant it was confirmed that the patient was doing well. The patient¿s doctor wanted to wait 4-6 months before re-implanting the patient. If additional information is received, a follow up will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead.